Manufacturer narrative:
The tech replaced the right head siderail to repair the bed.

Event description:
Info received indicates the right head siderail broke off of the bed due to the mounting holes stripping out.